Event description:
Procedure: unk. According to the reporter: when doing an endo-suturing, the needle broke off from suture exactly from conjunction part of needle and suture. The suture disengaged into the patient cavity and was retrieved. Surgical time was extended 30 minutes to retrieve the suture.

Manufacturer narrative:
This incident was reassessed based on additional information received on 01/02/2008 and determined to be MDR reportable as a serious injury.